Manufacturer narrative:
H2: correction - updated d4. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. The logs captured three sets of logs but did not capture any registration events in all three sessions. There was no archive available. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. H2) please see section d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple annex a codes were reported: a0908: applicable to the radiographic views were flipped from radiographic to standard a23: applicable to different foot pedals were tried without success a0907: applicable to not being able to register a13: applicable to the flipped images medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during a shunt placement procedure, the radiographic views were flipped from radiographic to standard. The site proceeded with the flipped images. Despite the patient reference frame being in view of the localizer, there was an inability to trace when the foot pedal was pressed. Different foot pedals were tried without success, necessitating a system reboot to complete a trace. The site was then able to continue with the procedure. It was also reported that imaging and navigation were aborted. The length of the extended surgical time was less than 1 hour. Pending information on patient impact.